Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a low blood glucose (bg) level. However, the exact value was not provided. The customer drank juice to stabilize bg level. The customer stated low bg level was due to "dawn phenomenon" and stated health care provider is aware. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.